Event description:
It was reported that the implantable cardioverter defibrillator exhibited under-sensing and failure to convert rhythm. It was noted that the patient had a vf episode that was given therapy and broke the rhythm with the first shock however, in the episode there was some under sensing of the vf and vf therapy assurance was not triggered. Further information was requested however, was not provided.